Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1hrjj, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Device conclusion evaluation code pertains to tined lead 3889-28, interstim (va1hrjj). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated the device was repositioned on (B)(6) because he was having shocks down his leg. The patient stated he was told the shocks were his sciatica, but the patient stated it was not his sciatica. The patient stated the device was turned off for 2 weeks prior to the call and he was still getting shocked down his leg. The patient stated the shocks started maybe around (B)(6) 2017. The patient stated they had the device repositioned and shocking on (B)(6) 2018. Additional information from the manufacture representative (rep) on (B)(6) reported the cause of the shocking down the leg down the leg when the device was turned off was due to lead placement. The rep stated the shocking down the leg was resolved. The rep noted the lead and implant were replaced on (B)(6) 2018. Additional information from the manufacture representative (rep) on (B)(6) reported the cause of the lead positioning issue was not determined. There were no further complications that have been reported as a result of this event.